Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Patient with loose hip implant aseptic a one stage revision was performed. This event report was received through clinical data collection activities. Pending evaluation.

Manufacturer narrative:
The engineering evaluation noted the revision reported was likely the result of a insufficient fit condition of the implants or lack of bony on-growth, which led to aseptic loosening. However, this cannot be confirmed as the devices were not available for evaluation. All MFR numbers associated with this case are; 1038671-2018-00644, 1038671-2019-05006, 1038671-2019-05007, 1038671-2019-05008, 1038671-2019-05009, 1038671-2019-05010.

Event description:
Index surgery: (B)(6) 2017. Patient with loose hip implant aseptic a one stage revision was performed. The case report form indicates these events are definitely not related to devices and procedure

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Patient with loose hip implant aseptic a one stage revision was performed. This event report was received through clinical data collection activities.